Event description:
New information received indicates that programming changes were made. The patient was in stable condition.

Event description:
It was reported that the patient's pacemaker exhibited under-sensing of atrial signal. The patient status was not provided.